Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances. The implantable cardioverter defibrillator (ICD) and lead remains in service. No adverse patient effects were reported.